Manufacturer narrative:
(B)(4). This peritonitis event was coincident with dianeal and extraneal therapies for renal failure chronic. Action taken with the dianeal and extraneal therapies was not reported. Before experiencing peritonitis, the patient had an operation to change the exit site of the peritoneal dialysis catheter.

Manufacturer narrative:
(B)(4). Further information was provided by a physician. The patient had granulation of the exit site of the pd catheter and was treated with antibiotics (specifics not reported). The patient had an operation to change the exit site of the pd catheter. The patient experienced bacterial peritonitis due to the infectious granulation of the exit site. The pd catheter was removed. The patient was switched to hemodialysis. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by consumer from (B)(4) of peritonitis in a patient coincident with dianeal therapy for renal failure chronic. Action taken with dianeal therapy was not reported. On (B)(6) 2013, the patient contacted baxter (B)(4) technical services and the following was reported. On an unreported date, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for peritonitis. Treatment for and the cause of the peritonitis were not reported. The outcome of this peritonitis event was not reported.